Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (driveline infection and bleeding) as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2020. The heartmate 3 lvas instructions for use (IFU) and patient handbook are currently available. This IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline had a little bleeding/soreness during (B)(6) 2021 admission due to the patient's dog tugging on the driveline. Abdominal binder was used to stabilize the driveline. Since there was drainage, wound culture was taken which was positive for gram positive bacilli/corynebacterium/staphylococcus epidermis. The patient did not have systemic symptoms and was monitored for erythema, induration, or pain.